Event description:
The clevis bolt/catch bushing (one on each end of bed) are only designed to work in one direction (i.e., to hold the support arc in place when a patient's head is raised to angle, thus not allowing the unit to fall to the "horizontal" position). The problem is encountered when this unit is sat up. Although the clevis bolt/catch bushing is set against the support arc, the design of the catch bushing does not "bite" into the support arc to hold it in place horizontally, the nylon on the bed frame is so tight that it causes one end or the other (or both) to "pop-up" at any given moment when sitting idle. A couple of personnel have been "hit" when one of these ends has decided to spring up, no one seriously hurt, but the potential is there. The cable assembly underneath the bed is not held in-place very well. The design is such that a bearing connected to the cable is "form-fitted" into the middle portion of the main frame and is adjustable at either end. In the course of putting several (100+) of these units together at any given time, the cable may or may not lay in place, thus making the bed somewhat unstable. It appears as though the hole in which the cable bearing is pressed into may not be "small" enough to keep it place.